Manufacturer narrative:
(B)(4): customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported exposed/frayed wires with an ellips fx phaco handpiece and they did not want to use the device. It was stated the customer there was no patient involvement reported.